Event description:
Fluoroscopy was performed prior to the closure and the site was confirmed to be in the common femoral artery. The size and condition of the vessel are unknown. It was noted that there was no scar tissue at the site of the groin. Reportedly, the physician did not have any issues with the insertion or deployment of the device. The tip of the device was not removed from the patient; however, the physician's treatment plan is to "periodically assess the patient." This event did not prolong the patient's hospitalization.

Event description:
The physician attempted closure of an arteriotomy site with the closer s device followed an interventional procedure. Reportedly, "the tip of the device got stacked with the suture because the physician tightened the knot too strongly before pulling out the device completely." The physician continued to pull the device, and the tip broke off. The physician suspects that the tip of the device remains in the pt. A computed tomography (CT) scan was performed but "the broken tip was not found."